Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly and that the touch screen was unresponsive. There was no reported impact to customer's blood glucose level. Customer declined follow up from tandem technical support and further information was unable to be obtained.